Manufacturer narrative:
(H3) the revision reported was likely the result of the glenosphere locking screw not being fully seated which allowed the screw to contact the humeral components, leading to wear of the liner and tray.

Event description:
Second device was found during the investigation on 9/19/2024. It was reported that this patient's right shoulder was revised approximately 6 months post op. The patience felt pain and didn't feel comfortable when he moves the right shoulder. He could hear a stranger sound. It was noticed during removal that the implant was damaged and identified wear of the polyethylene. After the revision surgical proceeding, the patient fells much better, he doesn't fell pain and doesn't listen strange sound when moves the right shoulder. Patient was last known to be in stable condition following the event.